Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The cause of death is unknown. Additional information was requested but not received

Event description:
New information noted that the cause of death was cardiac. There is no allegation from a healthcare professional that the death was device related.